Manufacturer narrative:
The reported complaint that the autopulse platform (sn (B)(6)) continuously displayed user advisory 18 (max take-up revolution exceeded) and would not start up again was confirmed in the archive data but not confirmed during functional testing. The autopulse platform passed all tests and performed as intended. The archive data review showed multiple ua18 advisory messages around the customer's reported event date, confirming the reported complaint. When autopulse platform displays ua18 upon powering up, it won't start compressions as designed. User advisory is normally a clearable error message and is designed into the platform to alert the operator that autopulse has detected one of several conditions. Per the battery hangtag - advisory codes description and action, user advisory 18 is an indication that autopulse has detected that either the patient's chest is too small while sizing the patient (take-up) or that there is no patient on the platform. The recommended actions to take for this type of user advisory are: pull up completely on the lifeband, ensure that the patient and the band are properly aligned, and press restart. If the user advisory does not clear, the patient may be too small. In this case, revert to manual CPR. The autopulse platform passed the initial functional test without any fault or error. Load cell characterization test results confirmed both load cell modules function within the specification. The platform was tested with the large resuscitation test fixture (lrtf) with known-good test batteries until discharged without any fault or error. The autopulse platform functioned appropriately and performed as intended. Zoll is awaiting the customer's approval for repair.

Manufacturer narrative:
Zoll has not received the autopulse platform in complaint for investigation. A follow-up report will be filed if and when the product is returned and investigation has been completed.

Event description:
The customer reported that during patient use, the autopulse platform (B)(6) continuously displayed user advisory (ua) 18 (max take-up revolution exceeded). The customer described the patient as normal size, less than 250 lbs. The customer stated that they stopped the autopulse platform for a pulse check, but it would not start up again. Manual CPR was then started. No consequences or impacts on the patient.